Event description:
It was reported that the monotube triax (red) was used in the simple tibia extension surgery in 2005. About 1 month later, after the pt had 1cm bone extension, proximal tibia turned varus position all the sudden. The monotube triax was revised.